Event description:
Customer reported they were led to believe the patient had an arrhythmia reading on the electrocardiogram due to artifact throughout the electrocardiogram. The source of the artifact was found to be the prisma. There was no patient injury.